Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from an attorney representing an individual who claimed to have suffered unspecified breach of warranty damages due to what is alleged to be a "defective stimulator." The attorney further claimed the patient was told the implantable neurostimulator (ins) had a "9-year device life," and further claimed the ins "failed well before the expiration of nine years." Relevant medical history includes chronic low back pain and spinal pain.

Event description:
Additional information received from the attorney reported that their client suffered severe personal injury caused by the breach of warranty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.